Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2012: the patient presented with: lumbar radiculopathy; lumbar spondylolisthesis, l5-s1. The patient underwent the following procedures: gill laminectomy, l5-s1 with bilateral near total facetectomies; transforaminal lumbar inter-body fusion, l5-s1; placement of depuy peek inter-body cage at l5-s1; posterolateral arthrodesis l5-s1; placement of bilateral depuy expedium pedicle screws, l5-s1, connected with rods; use of autograft; use of allograft in the form of bmp;. Neuromonitoring. As per-op notes, ¿¿fluoroscopy was used to mark the l5-s1 level. Thoracolumbar fascia was cut down. The l5 and s1 levels were exposed to the transverse processes at l5 and sacral ala of s1. Gill laminectomy was performed to remove the lamina of l5. The superior articular process of the sacrum was trimmed down, ligament flavum was splitted and the central canal was decompressed and the l5 and s1 nerves were followed out bilaterally¿ bilateral pedicle screws were placed at l5 and s1 on the right. Pilot holes were made over the pedicles. Depuy expedium 5 x 40 mm pedicle screws were placed in both pedicles. The thecal sac was retracted to the right. Annulotomy was performed. The disk space was cleared. After curetting, some autograft bone was put into the disk space. The smallest bmp was used and part of it was put into the cage which was a depuy 10mm x 23mm lordotic cage. The same procedure was carried on the left side, placing pedicle screws at l5 and s1. Lordotic rods were placed between the pedicle screws to secure them in place. The transverse processes in the sacral ala were de-corticated. Then autograft bone and the remaining bmp was packed in the posterolateral gutters...¿ no patient complications were reported. On an unknown date post-op patient alleged unspecified injuries due to use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.